Event description:
It was reported that during implant the guidewire could not be fully inserted and stuck inside the lead. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that residues of ptfe coating found inside the inner coil prevented the guidewire from being fully inserted.